Event description:
Complainant alleged that the clinicians had performed electro-shock therapy on a pt (gender unk) being treated for depression. During the procedure the pt presented a ventricular tachycardia heart rhythm and a "cyanosed condition". The clinicians then attempted to deliver synchronized shocks to the pt, but although the device charged to the desired energy level, there was no delivery of energy to the pt when the shock button was depressed. The clinicians then obtained another device and successfully shocked the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.